Event description:
Family relative of the home pt (hp) reported the hp was overfilled while using the homechoice cycler for apd therapy. Hp's family relative relates that the hp typically performs a day exchange using the homechoice cycler. During the day exchange, the hp performs an initial drain, a day fill and a day dwell, at which time the hp disconnects from the homechoice set and does not reconnect to continue apd therapy until the night portion of therapy begins. The hp's family relative relates that in 2000, the hp had performed an exchange manually during the day and family relative felt that it was not necessary for the hp to perform the day exchange using the homechoice cycler. The hp's family relative relates that hp "skipped" the day exchange and the homechoice cycler, bypassing the initial drain, day fill, day dwell and day drain, placing the homechoice cycler into night fill 1. The hp's family relative relates that the hp typically drains out between 2200 - 2300 mls during the initial drain, however, in 2000 this fluid was not removed since hp had bypassed the initial drain prior to completion. According to the hp's family relative, during night fill 1 the hp had filled with approx 1189 mls of the programmed fill volume of 2500 mls when hp felt uncomfortable and placed the homechoice cycler into a manual drain. During the manual drain, the hp drained 3754 mls of fluid until hp felt hp was empty. The hp continued therapy to completion with no further issues. The hp's family relative states family relative does not attibute the hp's overfill to the homechoice cycler but to their own user error, as hp had inappropriately bypassed the initial drain. There was no pt injury or medical intervention.